Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. There was a longitudinal tear 10mm long starting 1mm distal of the distal marker band and extending proximally. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.